Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported that he is hospitalized and was prescribed steroids for the irritation. Outcome of the skin irritation is unknown.